Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited failure to interrogate. No intervention was reported. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the implantable cardioverter defibrillator (ICD) was successfully interrogated with another programmer. There was no allegation of malfunction or complaint on the implantable cardioverter defibrillator (ICD). The patient was in stable condition.